Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the metal shaft has a deformation at the hole feature. The metal is indented on the proximal side of the hole and bulging outwards on the distal side of the hole. Engineering determined that the deformation may have been due to excessive loading on the cartridge and possibly due to the cartridge not being properly installed on the instrument shaft. The instrument housing was removed and engineering discovered that the rear bearing was dislodged from the guide plate and the roll cables were derailed, allowing the shaft to have excess play in all directions. Engineering concluded that the bearing dislodgement led to derailment of the cables, thereby causing excess play in the shaft and most likely contributing to the cartridge falling off. No other damage was found. Per the case noted, the cartridge was successfully retrieved from the pt.

Event description:
It was reported that during a da vinci s cardiac surgical procedure, the blank cartridge used in conjunction with endopass delivery instrument fell into the pt while passing v-clips during the coronary anastomosis. A right thoracoscopy on the left side of the pt's chest was performed using the system and fluoro x-ray in order to search for the cartridge. The cartridge was retrieved and the planned procedure was completed with a 2 hour delay. No pt harm, adverse outcome or injury was reported.